Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device had a scratched case, cracked retainer ring, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for high blood glucose. Customer's blood glucose was 80 mmol/l. Hospital nurse had confirmed that high blood glucose was not caused by the device. Hospital nurse mentioned the carelink indicated that the device was not used for 6 days prior tot he hospitalization. Customer agreed to return the device for analysis.